Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test. Found 1 of 5 sensors retracted to the other side of the sensor also found electrode broken missing. Unable to confirm customer sensor damage due to customer returned opened/used.

Event description:
It was reported of change sensor alarm. The customer stated that although the procedure was done properly, the sensor did not last 6 days. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.